Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing compounded baclofen (1450 mcg/ml at 300.3 mcg/ml) for spasticity. It was reported that the patient's pump was explanted due to symptoms and signs of an infection. It was unknown if there were any environmental/external/patient factors that may have led or contributed. It was not known if the event has been resolved but the steps taken in an attempt to resolve it was the patient had the pump removed and was hospitalized.